Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. Customer states that he has changed his site 3 times in his leg and still got the alarm. Troubleshooting was completed and was unable to clear the alarm. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).